Event description:
It was initially reported that the patient has a generator replacement. The generator was returned to the manufacturer for evaluation and product analysis was completed. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 2.22 years remaining before the neos flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor (c6). Cause for the capacitors (c6) increase in leakage could not be determined. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.